Manufacturer narrative:
Preliminary analysis: the pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device interrogation revealed the battery status eri, which was triggered on the 9th of march 2016. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The therapy functionality of the device was fully available. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was sent to the manufacturer for analysis. The analysis of the battery is currently ongoing. This report will be updated as soon as the battery analysis has been concluded.

Event description:
Ous MDR - after an implantation period of about 22 months, it was reported that during a routine follow-up the device was found to be at eri. The device was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The therapy functionality of the device was fully available. The device interrogation revealed the battery status eri, however, the battery was not depleted. Further inspection of the memory content of the pacemaker revealed unexpected values of the battery impedance in the battery history. The data documented that after the (B)(6) 2016 the battery impedance values returned to normal. At a next step the eri battery status was removed using a technical programmer and subsequent interrogation revealed the battery status ok with a remaining battery capacity of 90%. During the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent through investigations of the electronic module did not reveal any peculiarity. Therefore the battery was sent to the manufacturer for analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a charged battery. The battery was subjected to a micro-calorimeter analysis and all measured values proved to be within specification. An x-ray examination showed a flawless structure of the battery. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly no peculiarities were observed. The battery was found to be within specification. In conclusion, despite exhaustive analysis, the root cause of the clinical observation could not be determined. The analysis revealed that the battery was not depleted and the pacemaker proved to be fully functional. In particular, the electronic module and the battery were within the technical specifications. Please note that the therapy functionality of the pacemaker was fully available while the device was implanted and in service.